Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was related to design of the power switch since the device was manufactured prior to the implementation of a design change to power switch.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. It was determined the main switch was broken and required upgrade to a new version switch.

Event description:
A user facility reported to olympus that the device's power button was broken. The problem, as reported to olympus, was found during reprocessing. There was no patient injury or harm, associated with the problem, reported to olympus.